Event description:
Reportable based on device analysis completed on 27jun2024. It was reported that shaft kink occurred. The 78% stenosed, 5.1mm x 6.3mm target lesion was located in the moderately tortuous and mildly calcified internal carotid artery (ica) c1-c2. An 8.0-29 carotid wallstent was advanced for treatment. The stent reached the ica along with the guidewire, and the delivery shaft was continued to be pushed. However, the delivery shaft was kinked, and it could not be determined whether the delivery shaft was fractured, so the physician dared not to deploy the stent and withdrew it from the patient. When the stent delivery shaft was withdrawn, it was noted that the stent struts were stuck in the delivery system and could not be delivered. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the tip was separated.

Manufacturer narrative:
The device was received with the stent fully constrained in the correct position on the delivery system. No issues were noted with the stent. A visual and tactile inspection identified buckling damage to the sheath of the device at approximately 30mm distal of the main t-valve. A visual and tactile examination found the tip to have separated from the device. No other issues were identified with the device and no patient complications were reported.